Event description:
During procedure to stent venous sinus stenosis. Approx 2 -3 mm tip of catheter broke off. Nsgy attending note: pt underwent venous sinus pressure measurements and stenting this afternoon. He had been premedicated with aspirin and plavix appropriately. We conducted venous sinus pressure measurements of the right transverse and sigmoid sinuses (the left transverse / sigmoid is hypoplastic). This demonstrated a very large (>20mmhg) gradient, which could be contributing to his elevated icf and related symptoms. He was intubated under general anesthesia, and we proceeded with the venous sinus stenting procedure. Given his height and body habitus, our longest shuttle catheter (infinity 90cm) could not adequately reach the right proximal transverse sinus to support stent placement. We closed the right groin, and gained endovascular access using ultrasound to the right jugular vein. Access across the stenosis was straightforward without difficulty. We advanced our 0.035 conner wire through a distally placed catalyst 5 distal access catheter. We then removed the catheter in order to advance the stent. The catheter was removed without any resistance. However, upon removal, I noted the very distal radiopaque tip had dislodged from the catheter and was still intracranial. We deployed the stent to complete the procedure, and then serially attempted to retrieve this distal tip with a balloon and then with a snare. During snare retrieval, the flow of the venous blood carried this small piece to the right atrium. Per previous echo report, he has no evidence of pfo. As such, it is likely that this small piece (approx 2-3mm in diameter) will become lodged in the pulmonary vasculature. He will remain on dual antiplatelet therapy. We will do serial xrays of the chest to document the position of this small tip. I have discussed this with the pt's family (step-son). Will discuss with him immediately after he recovers from anesthesia. We will also report this to the MFR.